Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent jump in impedance measurements. Impedance measurements ranged between 2000 ohms and 3000 ohms were observed. A chest x-ray was performed, and the helix was not fully extended. The physician elected to schedule the patient for a system revision. Additional information was received, stating that the device was explanted. There were no additional patient complications or adverse effects reported.